Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email of low blood glucose readings from the insulin pump. The customer's blood glucose reading was low as 19 mg/dl. The customer treated with a glucagon shot. The customer stated that sometimes her sensor glucose versus blood glucose numbers are 100 points off. The customer stated that she might be low due to stress. The customer was advised to contact helpline for any issues.